Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the chipped rubber bonding section, the cause was damage to parts due to deterioration, deformation, or some kind of physical stress, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cystonephro videoscope exhibited a chipped rubber bonding section. There was no patient involvement.